Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was replicated/confirmed. The fa had visual inspection and burn marks where the lamp module was placed. Unit was dusty in lamp module area, dusty fans and no lamp module inside.

Event description:
It was reported that during a da vinci-assisted surgical procedure, burning smell came form illuminator and error 48245 occurred with the illuminator. The customer used a third party illuminator to continue the procedure. The procedure was compleed as planned with no reported injury.